Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via email regarding an implantable neurostimulator (ins). The contact indicated that the stimulator does not work anymore and the pain is incredible. Patient services emailed the contact asking that they contact patient services for more personalized attention. No further complications were reported/are anticipated.